Manufacturer narrative:
The hook 3pk n5 for hook handle (cev2295a) was returned to for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation verified the complaint reported by the customer as valid. The coating was melted near the hook. Root cause analysis: the reported issue was probably due to the use of too high of voltage or a prolonged activation of the device. After investigation, there was no manufacturing or coating defect on the hook. The event may be due to a defect of the coating before the surgery or the use of a too high of voltage. In addition, the instruction for use (IFU) provided with the instrument clearly warns of "the maximal assigned output voltage that can be applied to a monopolar high-frequency electrosurgical accessory", noting exceptions for special indications etched on the instrument and/or on a specific insert. Such peak voltage can be achieved with certain modes of functioning of some electrosurgical generators. Please check with the manufacturer of the electrosurgical generator and/or refer to the technical documentation supplied by the manufacturer of the electrosurgical generator" .

Event description:
N/a.

Event description:
It was reported that during hysterectomy by laparoscopy, the hook 3pk n5 for hook handle (cev2295a) melted. As a result there was a 15-minute increase in surgery time. It was reported that there was no consequence for the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.